Event description:
During baxters device evaluation, the device displayed an "upstream occlusion!" Alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. Further investigation confirmed the "upstream occlusion!" Alarm, caused by cracks in the tail pion of the upstream sensor. The upstream sensor was replaced.